Event description:
The customer reported that she experienced high bgs (286-372mg/dl) while wearing a pod. Upon removal of the pod, the cannula appeared to be bent. A new pod was placed and bg levels successfully lowered to within normal range. The pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.